Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited high pacing thresholds. The thresholds had gradually increased since implant. The lead was explanted and the patients condition was good after the procedure. The lead was replaced.